Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
It was reported that a 13.2mm, vticm513.2, -6.0/1.5/068 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the lens was exchanged with a same model and length lens on (B)(6) 2024 due to refractive surprise. This resolved the problem. No injury reported. Reportedly the status of the eye is "all fine" and "patient is happy". Claim #(B)(4).